Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected signal too low and unexpected restart error alarms were noted. No unexpected compromised force sensor system alarms were noted. No unexpected prime anomalies were noted as well. The unit was unable to verify a motor position encoder error alarm in the alarm history since the file was overwritten with displayable history error alarms. There were multiple displayable history error alarms due to a corrupted history file. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. However, the customer mentioned having a blood glucose of 533 mg/dl at one point. She went to the doctor for insulin syringes since she did not know what was wrong with her insulin pump. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.